Event description:
Total failure of screw motor assembly caused the entire x-ray tube and detector to fall to the floor. A patient was not in position at the time. During normal operation, the patient is positioned under this assembly. If it had failed with the patient in position, serious injury would have resulted.